Event description:
It was reported that the power loss was reported due to the patient's operation error. The alarm without external power supply was recorded multiple times in the log file. Power cable disconnect alarms were found through the log files and were active for 30 minutes. The power cable disconnect alarm was only active at night. The mobile power unit was exchanged to a new one.

Manufacturer narrative:
It is unknown which device the patient was implanted with at the time of the event. The PMA# provided is associated with most recent approval. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Manufacturer narrative:
Further information was received indicating this event was a duplicate and reported in manufacturer reference (MFR) number (B)(4). The investigation findings and codes will be submitted under MFR (B)(4).